Event description:
The customer reported as secondary infusion of IV paracetamol 1000mg in 100ml was set to infuse at a rate of 400ml/hr with a vtbi of 20 mls. The report suggests that 20 minutes after having started the infusion, the user noted the secondary infusion was still running and 80 ml had been infused. From the reported info, there are no indications of serious injury to the pt as a result of this incident. The dose was stopped for the next 24 hours and the pt was admitted to the pediatric ward. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). Log review only. The customer's request for a log review has been completed. There were no issues observed in the pcu event logs. The customer provided a diagram of their set up which was correct with respect to the directions for use. The customer also confirmed that the pump had alarmed at the end of the secondary infusion; however, they also stated that the secondary admin set clamp had not been applied following this alarm. With the secondary admin se un-clamped paracetamol would have still been drawn from the secondary set at the primary rate (140.0ml/h); therefore, the reported overinfusion of paracetamol has been attributed to user error.